Event description:
Pt reported the self-adhesive on the infusion set of the infusion device is wet. Pt reported experiencing no problems with a different type of infusion set. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.